Event description:
The customer stated that the insulin pump is no longer working. The insulin pump has multiple scratches and the screen can not be read. The patient was assisted in making sure the meter ID was correct. The meter was not recognizing his strip. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The test ultra link blood glucose meter communicates properly with insulin pump. Insulin pump received with severely scratched display window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.